Event description:
It was reported that during a cholecystectomy procedure, on an unknown date, the clips applied by this clip applier failed to close properly. The case was carried out and finished by opening a new er420 from a different lot. No adverse patient consequences reported. The device involved was unfortunately discarded by the hospital and won't be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.